Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05jul2023. Investigation summary bd received ninety three 22 gauge insyte autoguard units from lot 2284590 for evaluation. Eighty of the returned units were received in their original sealed packaging while thirteen of the units were received in unsealed or opened packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer randomly selected twenty of the sealed units for testing. The engineer tested the devices for functional retraction and observed that nineteen of the twenty units exhibited a slow retraction time with some of them taking as long as 5 seconds to fully retract. These times were found to be unacceptable and outside of product specifications. Next, the engineer tested the thirteen unsealed devices but did not identify any issues with their retraction. Each of the unsealed units retracted in a timely manner and were found to be within product specifications. However, none of the devices failed to retract completely. The engineer only noticed a delay in their retraction. Therefore, based off the visual inspection and testing the engineer was able to verify that the devices were retracting slowly but could was unable to verify any failures to retract. It was determined that the slow retractions were manufacturing defects caused by excessive gel being applied to the spring cavity during production. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and ensure that the proper gel settings are being applied during production.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle was difficult to retract. No patient or user impact. The following information was provided by the initial reporter: needle did not retract upon activation of retraction device. Additional information received from customer. If the needle did retract it was very slow to retract. No needle stick occurred. No observed defect in packaging prior to opening.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle was difficult to retract. No patient or user impact. The following information was provided by the initial reporter: needle did not retract upon activation of retraction device. Additional information received from customer. If the needle did retract it was very slow to retract. No needle stick occurred. No observed defect in packaging prior to opening.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.